Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to unlock the ilet pump during a cartridge change and observed a cracked screen, with the user suspecting heat exposure during a long drive as a contributing factor. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and instructions to return the original device and resynchronize data. Investigation included customer interview and troubleshooting with user education. Investigation of this case revealed a broken display screen consistent with physical or thermal damage, resulting in inability to access normal pump functions. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling and environmental stress.